Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flowmeter - auxiliary o2 was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in auxiliary oxygen is unavailable or lost. There was no patient involvement.